Manufacturer narrative:
Unit passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests; however, an unexpected power loss errors did occur during testing. Pump trace download analysis confirmed the unit alarmed pump error detected alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed pump error detected alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the unit was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump received low battery alert less than one day. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.